Event description:
(B)(6) 2026, around 2:00pm. Several vehicles crossed paths at stop sign by house. I noticed the pattern as reported prior; my son showed signs of implant activated."stopped talking, non-response." I asked if he was okay, if he felt signals (emf's to back). He replied, yes. He finished walking downstairs towards me at door. We were getting ready to play hockey in driveway; the last truck pulled from stop sign, stopped in front of my driveway, immediately my son had "blank stare absent seizure appearance." I turned, seen truck, they slowly drove off, stopped briefly in front of next 2 houses across street. Suddenly major high emf's/rf's! Facial tissue, flushed red vessels, red line from cheeks around his ear lobe, yelling in pain from heat throughout his body, screaming in pain, yelling "that truck!' Pointing to neighbors house/truck across street. He had 4x major events of electrical shocks for almost 40 minutes of intensity of heat, eyes wide open, voice horse, red line run from his left arm to wrist, facial tissue swollen, both arms flushed red and blue like vessels. Signals briefly stopped. He calmed crying, pale skin, red vessels disappeared. Whispered in pain, told me where he felt signals coming from. When signals stopped, I asked show me where you still feel pain. He pointed directly to the "leads" on his spine that surfaced just below skin. Leads were raised, he had deep red blood vessel skin tissue along right and left hip, neighbor (computer tech frequently seen running high emf repeated videos from tv screen all hours of the night and seen a medical dr. Simulator image repeating the same movements; and my son repeating the same movements). For the past 2 weeks, my son's been feeling high emfs from contractors behind the house. They will stand within 3 feet distance in front of parked work trucks, with bystanders across street in phone. Soon as they part ways and put phone away, signals stop immediately. After my son experienced high emf's/rf's: voice is horse, speech is stuttering or non-verbal, has to whisper, skin is sensitive to touch, sudden bowel/urine movement, hands shake, eyes shake and off track, limbs weak, hard to walk up/down stairs, body weak, exhausted. This implant has caused permanent damage to my son's spine, tissue damage, inflammation, and puts my son's safety at risk! He never knows when high emfs and rfs will be activated, I stay on alert at all times. Every medical documented says if implant malfunctions, have dr. Consult immediately. People show up at his therapy or in local places with battery attached to phones, while he feels signals nearby, then he's exhausted. Then information gets breached again or device malfunctions again and they do it all over again. This is a medical implant that's being manipulated or compromised to create impression of "behavior" or trauma based; this implant is creating trauma, brain damage, disregulation, nerve damage, emotional and physical damage, it's constantly interfering with daily activities, growth and development. FDA needs to enforce the fbi to remove this implant and remove the rfid 2x chips injecting in his left arm (B)(6) 2021. It's causing interference, pedophile creepy people follow my son cause these devices are gps; staff was seen triggering implant at therapy (B)(6) 2026 and they knew about (B)(6) 2026 emfs/r's? How? The lady gave my son and me a dirty look, whom had the battery/phone sharing with nurse next too in lobby, whom he felt signals nearby.